Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother and father reported that the customer's blood glucose was low, over 35 mg/dl for a week. Customer's mother was advised to have the customer call back to troubleshoot and add the customer's mother on hippa.